Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the menu continues to scroll and the esc key of the insulin pump was not responding. Customer's blood glucose level was unknown at the time of incident. Customer was not able clear the alarms. Customer stated that the insulin pump was bumped. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device failed to power up due to corroded battery tube spring noted.